Manufacturer narrative:
Continuation of d10: product ID a820. Serial# unknown: product type software section d information references the main component of the system. Other relevant device(s) are: product ID: a820, serial/lot #: unknown: medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient regarding an external device to an implantable pump infusing bupivacaine, unknown baclofen, and hydromorphone for spinal pain. It was reported that the patient stated that they thought that they needed a new communicator because it was not working right. The patient stated it was very temperamental and it took 10 minutes to get a dose and it was lagging at 90%. The manufacturer's patient services specialist (pss) reviewed data and walked the patient through deleting the data. The patient was able to connect to the pump with no lag. The patient will call back if they needed further assistance.